Event description:
It was reported that the patient presented to the hospital upon receiving shocks from their implantable cardioverter defibrillator. Upon interrogation, it was discovered that the patient's right ventricular lead exhibited noise over-sensing resulting delivery of inappropriate high voltage therapy. Capture failure was also noted. The lead was capped and replaced on (B)(6) 2024. The patient was stable.